Manufacturer narrative:
A fracture of the rv conductor was noted at 3.5cm from the rv df-1 connector pin, consistent with fatigue and the field observation of high hv lead impedance.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed via merlin.net transmission. During the lead revision, the lead become dislodged. The stylet could not be fully inserted. Lead fracture was suspected. The lead was explanted and returned. The patient condition is fine.